Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; b7; d2; g1; g3; g6; h1; h2; h10. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; b7; d1; d2; d4; g1; g3; g4; g6; h1; h2; h4. D10: item# 32810504301; lot# 64662236. Item# unk k-wire; lot# unknown. Item# unk k-wire; lot# unknown. Item# unk k-wire; lot# unknown. Item# 110034365; lot# ax18cb0304. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an I&d for an evacuation of a hematoma approximately one (1) month post-implantation following persistent serosanguineous drainage. During the surgery, it was found the extensor mechanism deteriorated at the attachment site on the ulna and cultures were positive for klebsiella and staph epidermidis. The bushing and pin were exchanged without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk k-wire; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6: proposed component code - mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: I&d notes - ¿ doing well after prior revision and helped her preoperative pain but has had some postoperative drainage that persisted. Prior aspiration negative for infection ¿ diagnosis: draining post-operative wound- evacuation of hematoma ¿ general anesthesia ¿ prior incision utilized. Sutures holding the extensor mechanism to the ulnar in place but tissue of the extensor fascia was deteriorated and about half of the bone was visible. Visibility directly into joint where the prosthesis and clear yellow synovial fluid were seen. ¿ cultured, irrigated and debrided, max braid used to repair the extensor mechanism back to ulna ¿ clear yellow synovial fluid, no significant inflammation, no pus ¿ extensor mechanism deterioration at the attachment site on the ulna ¿ positive for klebsiella and staph epidermidis review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined regarding swelling and deteriorated extensor mechanism. No device problem was found with these products for the infection and hematoma reported. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. The reported event is confirmed as medical records were provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.